Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 5:22 pm: "lo" mg/dl (which on the system indicates a result of less than 10 mg/dl) 5:25 pm: 63 mg/dl. 5:27 pm: 32 mg/dl. 5:28 pm: 124 mg/dl. 5:32 pm: 18 mg/dl.